Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular sensing measurements taken with the programmer showed different measurement values on-screen from those on the print out. The programmer remains in use. No patient complications have been reported as a result of this event.